Manufacturer narrative:
There is no known malfunction of the nuvasive interbody implants nor any information suggesting difficulty in initial placement of the construct. Review of radiographs as well as the time period between index and revision surgeries suggest the possibility of non-union as a contributor to the event. It is unknown if patient complied with post-operative instructions. Review of the device history records for the explanted devices notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions related to the plate or screws. The implants met acceptance criteria upon release. Review of labeling notes: warning, cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, fracture of the vertebra, and vascular or visceral injury. If healing is delayed or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
In (B)(6) 2014 a (B)(6) female underwent a three level acp surgery at c3-c6. No trauma or injury was confirmed. Patient did not complain of pain but radiograph confirmed that the screw had backed out. Revision surgery took place on (B)(6) 2016.